Event description:
The end user stated while he was using the shower chair, the crossbar under the seat bent causing the end user to fall. The end user stated he caught himself so there were no injuries. The end user stated this is the third shower chair he has had to replace due to the crossbar bending.